Event description:
A consumer reported that his eyes water constantly following intraocular lens (iol) implant surgery. He also indicated that he has history of dry eye for which he has been given allergy shots, as well as various eye drops, which make his eyes water more. The consumer was also inquiring if there is any special eye drops for implants. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 07/06/2011, 07/08/2011, and 07/26/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).